Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Rear tubing for the seat frame cracked in the middle by the screw hole for the seat pan.